Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend was observed in the cannula. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 33.3 mmol/l (600 mg/dl) with ketones present while wearing the pod between 36 and 48 hours on the arm. The patient administered corrections using the pod but his bg levels did not decrease. The patient then noted the adhesive was loose and the cannula, which was also bent, had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia and his bg levels normalized. (B)(6).